Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Drivers, staples, sled movement. Additional information requested and received: on the first firing, did the device staple? Yes. If the device stapled did the staples stop where the knife stopped or was the staple line complete? The staples stopped where the knife stopped. On the next firing when the knife did not move forward, did the device staple? No information. If the device stapled was the staple line complete? Na. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. In addition several drivers and staples were noted missing. Cartridge (b) ecr60d, m52c2c was received partially fired 1/16 and in good visual conditions. In addition several staples were noted to be missing. It is possible that while loading the reloads (a, b) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reloads (a, b) were tested for functionality in the articulated position by resetting them and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines were missing several staples and cut line was complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to how the staples and drivers became missing, one possible cause could be the handling and during transit of the device during shipping to analysis site.

Event description:
It was reported that during an open pancreaticoduodenectomy, the knife did not move forward at the 1st stroke of the 1st firing. Then, the 2nd cartridge was loaded into the same device and fired but the knife did not move forward as well. The cartridges were gold. Another device was used to complete the case. There were no adverse consequences to the patient.